Manufacturer narrative:
The device was received by integra for eval on (B)(4) 2010. The outer pouch was dry and unopened but was stained indicating it was once wet. The seals were normal. No moisture was seen through the clear package. The inner foil pouch was dry and unopened. When the foil pouch was opened, the bottom seals were confirmed to be delaminated where the bottom seals met the side seals, and the seal channels were confirmed. The pouch contained buffer. The product was moist and appeared normal. A review of the complaint system showed that six similar complaints have been received since 2006. This foil pouch seal failure is typical of foil seal failures. A corrective and preventive action addressed this issue in (B)(4) 2009. The sealing of the foil pouches in this complaint lot occurred on (B)(4) 2008. The investigation determined that the leak was caused by a channel in the seal. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the inner packaging of the integra dermal regeneration templated appeared to be leaking. The integrity of the product could not be determined without the distributor opening it. There was no adverse outcome for any pt.